Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker, cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to completely broke off. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack and missing pieces. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.